Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
C3601 cusa excel 36khz tubing set had a hair found in the sealed package. The hair was discovered during incoming inspection by the distributor. There was no pt contact.